Manufacturer narrative:
The manufacturer's field service engineer found the power supply #2 fuse blown. The manufacturer's field service engineer replaced the power supply to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device will not turn on. No patient involvement was reported.